Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error code related to the machine flow sensor was observed. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The machine flow sensor needs replaced to address the issue. Additionally, separate from the ventilator inoperative reportable error code, an error code related to the motor was observed. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. The blower assembly needs replaced to address the issue. Also separate from the ventilator inoperative error code, an error code related to sensor offset was observed. Evt_drift_debug means the sensor offset during drift calculation is too high. The system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use.. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.